Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Brand name: accu-chek ® aviva. Common device name: blood glucose monitoring device. Product code - nbw. Catalog number: 03532275001. Other number: (B)(4). Serial number: (B)(4). Expiration date: na. (B)(4).

Event description:
Patient reported experiencing an elevated blood glucose level and becoming unconscious. Patient stated she attempted to use the meter between 4-4:30 pm when she was experiencing high blood glucose symptoms of nausea, clamminess, blurred vision and feeling faint; did not pass out at this time. Patient reported she just rested until the symptoms disappeared. Patient was still experiencing symptoms between 8-9:30 pm but went out for dinner. Patient stated as she was eating she remembers going out of consciousness and falling over in her chair and passing out about 10 pm; emts were called. Patient reported she was treated with an IV of unknown content and taken to the ER where her blood glucose levels were in the 400's mg/dl. Patient stated when she began to wake, she had an IV and was in the ER; was treated with 3 bags of fluid to decrease her levels and then released several hours later; was not admitted. Requested return of the alleged device for evaluation; replacement was sent.